Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with hindfoot arthrodesis nail, va locking mesh plate, and screws on (B)(6) 2011. Patient was returned to o.r. On (B)(6) 2012 for removal of hardware due to breakage. It is reported breakage included a 5mm locking screw through the talar hole of the nail, the mesh plate, and one 2.7mm locking screw. A non-union of the talonavicular joint was noted. All other joints are reported fused. Reportedly the patient had a late remote infection. Patient was treated with antibiotics. All implants were removed successfully without incident. It was reported the patient is stable. This is 4 of 5 reports for the same event.